Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had its service led illuminated. During device evaluation, a third-party service agent observed that the device had logged multiple event codes into its memory. When the device's charge button was pressed, the device started to charge defibrillation energy but after two seconds it would stop. The device would not complete a charge cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the therapy module pcb assembly. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use. The removed therapy module pcb assembly was sent to physio-control for further evaluation. Physio-control further evaluated the removed therapy module pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr30 on the therapy module pcb assembly, being shorted from pin 1 to 13 and pin 13 to 9.